Manufacturer narrative:
This follow-up report is being filed to corrected information.

Event description:
It was reported patient underwent a procedure on (B)(6), 2013. During the procedure, the juggerknot anchor fractured inside the patient. The fractured fragment remains in the patient.

Event description:
It was reported patient underwent a procedure on (B)(6) 2013. During the procedure, the juggerknot anchor fractured. There was no reported outcome to the patient. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.